Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device would not mesh properly. No adverse events have been reported as a result of the malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the test cut passed but the tech saw some bad spots on the cutter and the roller and cutter were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.